Event description:
A materials specialist reported an intraocular lens (iol) was exchanged approx two months following an implant procedure. The pt was experiencing blurry vision, an anterior subluxation of the lens had also occurred. The lens was replaced with another iol. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionaire has not been received. (B)(4).